Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The adhesive peels off were cracked due to a shock caused by dropping and knocking the endoscope to a hard surface. It was also noted that the plastic distal end cover insulation had a value of 0 mega ohms. The objective lens was cracked and there were cuts/scratches on switch #1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis duodenovideoscope plastic distal end cover was cracked. Although requested, the customer was unable to provide further details. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by being touched by some object during device handling. As a factor of the suggested event, it is likely that the user did not conduct the device inspection as per instructions for use. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.